Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar involved with this complaint and the reported failure was not confirmed nor replicated. A review of the logs showed no errors. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. No damage was found. The instrument was fully functional. System error log review was conducted on (B)(6) 2021 for a procedure on (B)(6) 2021 on system sk3076. While there were various system messages, including a ¿surgeon¿s hand may not have been touching the left master tool manipulator (mtm) while in following mode at surgeon side console (ssc); ssc1¿, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. The force bipolar instrument was used once during the procedure and had 3 of 10 uses remaining. No image or video clip for the reported event was submitted to isi for review. At this time, it is unknown what caused the unclamping event to occur. If additional information becomes available, the complaint will be re-evaluated. This event is being reported due to the following conclusion: the surgeon was unable to open the force bipolar (fb) instrument jaws to release tissue. As a result a slight tear noted in the tissue after the removal of the instrument.

Event description:
It was initially reported that during a da vinci-assisted incisional hernia surgical procedure, the surgeon was unable to open the force bipolar (fb) instrument jaws to release tissue. The surgeon had to wiggle the force bipolar instrument, and he was able to free the force bipolar instrument with a slight tear noted in the tissue. The customer replaced the force bipolar instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted incisional hernia procedure, the surgeon was unable to open the force bipolar instrument jaws to release fascia tissue. The instrument was inspected prior to use with no visible damage. There was no unexpected bleeding. The tissue that was stuck in the instrument jaws was the edge of fascia which had a ¿slight tear¿, but the tissue was already planned to be sewn to a different area as part of the planned surgical procedure. There was no additional medical intervention required such as additional cautery or additional suture. The instrument release key was not used because the surgeon was able to remove the instrument from tissue by manipulating the fb instrument jaws enough to safely release it from the tissue and remove the instrument. The customer replaced the force bipolar instrument with a back-up instrument of the same kind and completed the procedure with no further issues.